Event description:
Patient had been experiencing unusally high blood glucose levels (-350 md/dl ), for the month. Patient had attempted to self-treat elevated blood glucose by increasing their hourly basal rate; however, their blood glucose did decrease, as expected. No error messages were generated by the device. Reporter stated that patient was able to lower blood glucose by supplementing normal infusion therapy with injections of insulin. At the time of the report, patient had discontinued use of the device, and had switched to insulin injections. Reporter stated that patient's blood glucose has decreased substantially (167 - 247 mg/dl).